Manufacturer narrative:
One catheter was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 66 cm and 104.5 cm proximal from the catheter tip. (B)(4) product label was returned with the device but no packaging, introducer, or syringe was returned. The contamination shield was removed for evaluation. Blood was observed from the optical module connector. 2 punctures, each approximately 3 mm long, were found on the catheter body at 41 cm proximal from the catheter tip. Both punctures entered into the distal, thermistor, optical fiber, and balloon inflation lumens. Proximal injectate lumen was patent without any leakage or occlusion. Balloon did not inflate due to leakage from these punctures. No visible damage to the balloon was found. Balloon inflation test was performed using lab syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that air was aspirated when the clinician withdrew blood from the pa distal lumen of the catheter during use. Blood was also aspirated from the balloon inflation syringe. After surgery, blood leakage was observed between the optical module connector and om-2 cable. Although there was blood leakage observed, there were no patient complications reported by the customer.